Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months and six days post implant of this annuloplasty ring in the mitral position, the patient presented to the emergency room with shortness of breath and fatigue. At this time, severe mitral regurgitation and atrial fibrillation was diagnosed. A computed tomography (CT) scan revealed a pericardial effusion. The ring was explanted and replaced with a bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.